Event description:
It was reported that a bd eclipse¿ needle with slip tip hub configuration leaked from base of the needle during injection. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for evaluation. DHR review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Needles were packed in machine 2101 (january 28-29th, 2018) during which 46 visual inspections were carried out with 0 defects noted. Needles were assembled in machine 4261-4249 and come from two batches: ¿ #8024908 (january 27-29th, 2018) during which 84 visual inspections o were performed with zero defects noted. ¿ #7338902 (december 05-07th, 2018) during which 84¡5 visual inspections o were performed with zero defects noted. Research has not found any issues or abnormality in injected hub batches #7325868, #7338684, #8022782 and #8015777 (mould machine #3590 ¿ november 2017 - january 2018). Every single injected hub batch, at the beginning, a leakage test is performed and all results were within specification. Cannula batches #7270413 and #7292499. Based on above information, without affected sample and since we do not known if instructions were correctly followed, we could not identified any possible root cause related needle manufacturing process at this time. Smartslip technology (tm) has been introduced to help to ensure that a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe). Moreover, our needles are manufactured and released according to applicable procedures and specifications and complies with international standard iso 594/1 "conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment¿. The leakage issue could probably be because of a defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. A definitive root cause is not possible to determine. It was determined that no corrective actions are required at this time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd eclipse¿ needle with slip tip hub configuration leaked from base of the needle during injection. There was no report of exposure to the mucosal membrane, serious injury, or medical intervention.